Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular diagnosis procedure was performed when the issue happened. The procedure was completed as planned by calibrating the bodyguard. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found a small amount of likely water. To resolve the problem, fse dried up all traces and recalibrated bodyguard. After calibrating the bodyguard, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed as planned by calibrating the bodyguard. The procedure was finalized without delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during procedure geometry movements was unavailable. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.